Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: an evaluation of the photos provided by the user confirmed the lot number and the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. The trigger cord attached to the barrel with two (2) bands (one (1) amber band and one (1) black band), two-way handle and loading catheter were included in the return. Four (4) bands had deployed and were not included in the return. The two-way handle was returned in the two-way position. A visual examination of the barrel with two (2) bands showed that the trigger cord was loose between the amber band and black band. A functional test was performed on the returned device to test the deployment of bands returned on the barrel. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an outer diameter that measures 11 mm. The multi-band ligator barrel was attached onto the end of the endoscope. A simulated varix was placed at the end of the barrel, vacuum pulled and the amber band was fired. The amber band failed to deploy on the varix and instead deployed on the side of the barrel. The black band deployed as intended on the simulated varix. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 143.7 cm between the knots which is within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided with this report indicated the endoscope used with this device was an olympus gif-xq260. The outer diameter of this endoscope is 9.0 mm. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. The mbl-6-f is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm. In addition, the mbl-6-f devices are recommended to be used with fujinon endoscopes because they have a longer trigger cord. Use of the device with an incompatible endoscope could have contributed to the reported observation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The user felt that the trigger cord is very close [tight] while releasing the third and the fourth band, and [it was] very hard to release the band as the handle could not be rotated [difficult to deploy]. The user tried to adjust the endoscope position to release the band but failed. There were several bleeding situations during the procedure mentioned by user. Additional information was received on 29-sep-2018: the third band was deployed outside of the patient. The user deployed the third band by withdrawing the device from endoscopy and released [it] outside of the patient, then they put the device back into the patient to continue the procedure and finished. The reporter clarified that there was no bleeding. Additional information was received on 09-oct-2018: during this event, several times the trigger cord was very tight. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.